Manufacturer narrative:
(B)(4). No samples were returned for evaluation yet. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking in the right seem near the top of the bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.